Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The patient reported a sensor error occurred that lasted approximately 10 hours. During the sensor error, the patient woke from a nap and complained of fatigue and nausea. A blood glucose (bg) reading was taken, and the value was 524 mg/dl. The patient¿s husband took her to the emergency department (ed) where she was treated with fluids via intravenous (IV) therapy, insulin and ondansetron 10mg. The patient was released for the ed with a bg of 328 mg/dl. Additionally, the sensor was inserted into abdomen on (B)(6) 2019. The event occurred four days after the sensor was inserted. At the time of contact, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.